Event description:
During cryoablation of the rspv with phrenic pacing, a decrease in phrenic capture was recognized after 81 seconds at a temperature of -58c. The cryoablation was immediately stopped and thawed. The patient still did not have full recovery of the phrenic nerve after the procedure was completed. Informed on (B)(4) 2013 that the patient completely recovered with no issues.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During cryoablation of the rspv with phrenic pacing, a decrease in phrenic capture was recognized after 81 seconds at a temperature of -58c. The cryoablation was immediately stopped and thawed. The patient still did not have full recovery of the phrenic nerve after the procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.